Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, wear abrasion opening. Leak test was performed and found opening on device. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening and striated opening in the radius side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on patch/shell bond edge due to an unidentified (tear) opening and a striated edge opening on the radius side due to surgical damage.

Event description:
The device has been explanted.